Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that the customer had a bent cannula and had a high blood glucose value was 427 mg/dl at the time of the incident. The customer was hospitalized on (B)(6) 2018 and was treated with an insulin drip. Troubleshoot was performed and the device will be replaced but not returned..